Event description:
A distributor reported via a fisher & paykel healthcare representative, that a humidifier connected to an rt212 adult inspiratory heated breathing circuit alarmed, that the heater wire in the breathing circuit was an open circuit. Five units were reported to be affected. The event was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA, but it is similar to a product which is sold in a USA. One of the five subject rt212 breathing circuits was only recently returned to fisher & paykel healthcare for investigation. The investigation is currently underway, results of which are not yet available. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. We could not carry out a lot check, as lot information was not provided. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide of 26 ppm in the last year to october 2008. We will provide a follow-up report as soon as the investigation is complete.